Event description:
It was reported following a bilateral femoral angiogram with run-off, an angio-seal adv2 and device was used to seal the arteriotomy. During angio-seal deployment, two attempts were made encountering no resistance on the pullbacks, on the third attempt deployment was successful with no complications at the time. Later (time unknown), the pt lost the femoral pulse and underwent surgery the following day. The angio-seal was removed as a "clump" with thrombus. It was determined the angio-seal was deployed at an anastomosis site on the graft. The hospital and deploying physician are unknown and no further info is available at this time.